Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the guide would not line up with the holes for the ascending screw trajectory during surgery. The surgeon used a different nail and instrument to complete the surgery.

Manufacturer narrative:
Device history records review of the lot numbers provided indicates the devices were manufactured to specifications. No deviations or anomalies were found. As returned the nail was within specifications where measured. The nail was functionally tested with a sample targeting guide, interlock module, and a recon module. It was determined that the targeting for the ascending and descending screws worked properly. Visually, no damage was noted on the nail. The interlock module identified in the related products within the complaint is used for descending screws, however the complaint states that there was an issue when targeting the ascending screws. Both sets of holes were tested to ensure that the holes that were the subject of the complaint were investigated and found conforming. The devices are used for treatment. A product history search revealed no additional complaints against the related part and lot combinations. The sales representative believes "this may have been an issue of torqueing the nail guide, while nail was engaged in the canal which caused misalignment". The alleged complaint could not be reproduced.

Manufacturer narrative:
The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.